Event description:
A customer reported that the vitreous cutter was not working during a procedure. An alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and no problems were found. The company rep worked with the customer to examine programming. The cutters were checked and no problems were found. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).